Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067l, rf (radio frequency) head. (B)(4).

Event description:
It was reported the screen keeps freezing. The programmer was returned for repair. There was no patient involvement.